Event description:
It was reported that a patient underwent a tlif procedure. During the procedure, it was noticed that the tip of the tap broke and was missing, the inserter disengaged from the rod, and the compressor would not compress. Surgery time was extended but no patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that a functional check was performed with the rods (B)(4) with lot# 876880. The rod inserter can hold rods as intended without possibility of disengagement. The rod inserter is working as intended and will be returned to the european distribution center at heerlen. The rod could be disengaged when the rod is not fully inserted into the rod inserter before the closing of the latch at the top of the rod inserter. This may come from improper manipulation or tissue at the rod inserter's tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.